Event description:
A medtronic representative reported that, while in a spine procedure the surgeon alleged the driver loosened from the screw during insertion of a long iliac screw. The surgeon deemed the screw was not optimally placed and chose to remove the screw and not replace it. The procedure was completed with the use of the navigation system.

Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. There were dents and deep scratches on the instrument. As reported, the tip of the instrument had been broken off. The reported event was confirmed. The device was replaced and there were no further issues.

Manufacturer narrative:
Patient information not available from site at time of this report. RMA issued. Replacement driver sent to site (B)(4) 2013. Suspect device has not been returned to manufacturer for evaluation.

Manufacturer narrative:
A medtronic representative reported that they had previously returned the wrong driver for analysis. The correct device analysis is as follows: the device was returned to the manufacturer for analysis. The driver was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.